Manufacturer narrative:
The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A2 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the femoral artery in a female patient requiring ventricular support for a high-risk surgery for ventricular septal perforation (vsp). The patient was presenting in acute left heart failure and in the pre-shock stage prior to initiation of support. The following day, there was a change in color and coldness to touch in the impella side foot. The device was removed due to limb ischemia. A new impella cp was inserted in the right axillary artery. The post-procedure outcome is survived at explant. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).